Event description:
Information received from a manufacturer representative reported that the patient was feeling a shocking sensation over their implantable neurostimulator (ins) only when the device was off and they were moving around. The patient would get the sensation to go away by holding or pressing, putting pressure on the ins. Impedance measurements were taken and were reported to be within normal range at 804-1102 ohms. The manufacturer representative mentioned that the patient had recently lost 40 pounds and was also diagnosed with osteoarthritis. The manufacturer representative stated that an x-ray of the ins pocket looked normal. It was reviewed that there was no output from the ins when it was turned off. The manufacturer representative was to follow up with the patient's healthcare provider (hcp). It was noted that the issue started six months prior to the date of this report. Additional information provided on (B)(6) 2016 reported that the cause of the shocking sensation when the device was turned off was not determined, but seemed to be correlated with the neurostimulator. The impedance checks showed that everything was functioning properly in that regard and the x-ray showed no signs of the device being anything other than properly attached. The patient was to follow up with their original implanting physician or they would be referred out to a new one. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.